Event description:
It was reported that during a procedure, navio was started navio, entered case info and plugged in foot pedals and camera. Everything was working as normal to this point. Then, backed out of the case to administer the handpiece test. Afterwards, went back into the same case created earlier and the camera was not receiving power. No lights or beeping when plugged in. The issue caused surgical delay and case had to be aborted. The procedure was converted to manual. No patient injury was reported.

Manufacturer narrative:
H10 h3, h6: the device was intended for use in treatment. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports. The surgical system user's manual released at the time of the complaint provides solution for the described camera error. This is an identified failure mode within the risk assessment. Based on investigation, the user error root cause has been eliminated as the cause of the complaint. The investigation confirmed there was a relationship established between the reported event and the device. The device was returned and investigated for initial investigation. The camera was connected to a system and immediately received power; the lights turned on and there was beeping. The camera took more time than usual (around 5 minutes instead of 90 seconds) to warm up and connect, however it did ultimately connect without issue. The malfunction is most probably due to supplier / raw material fault.